Event description:
It was reported that the therapy cable pin broke and got stuck in the mating internal therapy connector preventing the defibrillator form charging. There was no report of pt involvement with the incident.

Manufacturer narrative:
Physio-control evaluated the device and observed the therapy cable pin broke off inside the internal therapy connector. Physio replaced the internal therapy connector and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The corresponding therapy cable was disposed eval.